Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 525, 562 and 573 mg/dl. The customer did not know her expected blood glucose test result range; customer only stated that results are in the 200's. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 11/21/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date/time not set; customer had difficulty reading the meter memory): result 1: hi mg/dl, date: can't read time: 8:53 pm fasting this result was before her dinner on (B)(6) 2020. (B)(6).